Event description:
Cs29 dlu calibrated and was fired. However there were no staples deployed. Firing cycle complete message was received. The unit properly fully cut but did not staple. This was confirmed by the distal donut being fully intact. Manual sutures were used to complete the anastomosis. However, there was blood loss and an unintended colostomy had to performed.